Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was calcified, 100% stenotic lesion in a tortuous proximal-mid lad coronary artery. The patient was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.